Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The insulin pump will be replaced.

Manufacturer narrative:
There was a motor error alarm during the basic occlusion test due to moisture damage on force sensor resistor (gold). The motor passed the motor test. The pump had a minor scratched display window and a cracked reservoir tube lip.